Event description:
Customer reported that the center arm assy in the lh head siderail was broken and the siderail would not latch. Customer reported that he replaced the center arm (part number 69843s) and this repaired the left intermediate siderail.